Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.

Event description:
The manufacturer received information alleging a ventilator was alarming and powered off. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.